Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but no response was received. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during an atrial fibrillation (af) procedure one farawave catheter was selected for being used, however the catheter appeared to be stuck, the device was taken out, and it was noticed that the splines were deformed. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was retained by customer. It was further reported that during this procedure, as described, the physician had trouble using the catheter as soon as it was deployed inside the heart of the patient and noticed the spline were bent. The catheter was replaced to ensure correct treatment delivery and to avoid patient complication. There was no patient complication. After the procedure, the issue was reported following bsci guideline, which is the first report. Also, after the procedure, the hospital team reported the issue to the pharmacist following the hospital guidelines, which created the second, duplicate, report, where it was reported that the catheter was bent when it was taken out of the box and a picture of the device was provided. Additionally, it was clarified that the word "stuck" was used indicating that the splines were not deployed correctly (cobra shape) and the physician was not able to put them back, so they were "stuck" in the cobra shape and it was not possible to use the catheter.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but no response was received. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device was not returned for analysis; however a picture of the catheter was investigated. It was confirmed that the guidewire lumen appears to be bent, however, without the actual return of the device the cause of the issue cannot be identified.

Event description:
It was reported that during an atrial fibrillation (af) procedure one farawave catheter was selected for being used, however the catheter appeared to be stuck, the device was taken out, and it was noticed that the splines were deformed. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was retained by customer. It was further reported that during this procedure, as described, the physician had trouble using the catheter as soon as it was deployed inside the heart of the patient and noticed the spline were bent. The catheter was replaced to ensure correct treatment delivery and to avoid patient complication. There was no patient complication. After the procedure, the issue was reported following bsci guideline, which is the first report. Also, after the procedure, the hospital team reported the issue to the pharmacist following the hospital guidelines, which created the second, duplicate, report, where it was reported that the catheter was bent when it was taken out of the box and a picture of the device was provided. Additionally, it was clarified that the word "stuck" was used indicating that the splines were not deployed correctly (cobra shape) and the physician was not able to put them back, so they were "stuck" in the cobra shape and it was not possible to use the catheter.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but no response was received. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: when the catheter was first received for analysis, the catheter was first visually inspected, and it was confirmed that the guidewire lumen was bent. Next, they functionally tested the catheter by deploying the array where they saw that some of the splines were bunched. Additionally, some of the splines were out of plane when flower configuration was achieved. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of a damaged spline was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event in regards to the spline bunching as the inverted spline was most likely caused when external force was applied to the catheter such as pressing it against patient anatomy or deploying the catheter while it is still in the sheath. For the allegation of a damaged spline the code of cause traced to device design was assigned for the spline planarity as in flower configuration the splines were not within specification. And the kinked guidewire lumen cause was determined to be due to unintended use error caused or contributed to event as the damage observed is consistent with damage seen when the catheter is deployed without a guidewire inserted.

Event description:
It was reported that during an atrial fibrillation (af) procedure one farawave catheter was selected for being used, however the catheter appeared to be stuck, the device was taken out, and it was noticed that the splines were deformed. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was retained by customer. It was further reported that during this procedure, as described, the physician had trouble using the catheter as soon as it was deployed inside the heart of the patient and noticed the spline were bent. The catheter was replaced to ensure correct treatment delivery and to avoid patient complication. There was no patient complication. After the procedure, the issue was reported following bsci guideline, which is the first report. Also, after the procedure, the hospital team reported the issue to the pharmacist following the hospital guidelines, which created the second, duplicate, report, where it was reported that the catheter was bent when it was taken out of the box and a picture of the device was provided. Additionally, it was clarified that the word "stuck" was used indicating that the splines were not deployed correctly (cobra shape) and the physician was not able to put them back, so they were " stuck " in the cobra shape and it was not possible to use the catheter.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but no response was received. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during an atrial fibrillation (af) procedure one farawave catheter was selected for being used, however the catheter appeared to be stuck, the device was taken out, and it was noticed that the splines were deformed. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was retained by customer. It was further reported that during this procedure, as described, the physician had trouble using the catheter as soon as it was deployed inside the heart of the patient and noticed the spline were bent. The catheter was replaced to ensure correct treatment delivery and to avoid patient complication. There was no patient complication. After the procedure, the issue was reported following bsci guideline, which is the first report. Also, after the procedure, the hospital team reported the issue to the pharmacist following the hospital guidelines, which created the second, duplicate, report, where it was reported that the catheter was bent when it was taken out of the box and a picture of the device was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but no response was received. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during an atrial fibrillation (af) procedure one farawave catheter was selected for being used, however the catheter appeared to be stuck, the device was taken out and it was noticed that the splines were deformed. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis as it was discarded by the facility.